Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this rv lead had become dislodged, which was observed one day post implant while the pt was still in the hospital. The lead was successfully re-positioned. To date, info suggests that this rv lead remains actively in service. If new info were to become available, this report will be further evaluated and updated.